Manufacturer narrative:
The reference gi bleed history was previously captured under MFR # 2916596-2018-02127. Approximate age of device- 6 years, 5 months.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was expired on hospice. The patient had not been seen since (B)(6) 2018, the patient had a history of gi bleeds requiring multiple transfusions. He lived far from the center. It was reported that the patient was getting every other day transfusions for ongoing gi bleed that could not be fixed and they were refusing to be transferred to mayo. The device was operating normally and will not be returned. No further information was provided.

Manufacturer narrative:
(Expiration date), additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.